Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that patient pocket manipulation and twisting caused the right atrial and right ventricular leads to tighten and lose slack. It was also noted that the right atrial lead exhibited an increase in capture thresholds. On (B)(6) 2019, the leads were repositioned. Patient was stable throughout.